Event description:
As reported via the registry, approx nine months after a precise stent was placed in a patient's left proximal internal carotid artery, CT angiography and carotid duplex revealed an 80% restenosis. The restenosis was treated with angioplasty, and the pt was asymptomatic and doing well after the procedure. At the time of the index procedure, angiography revealed a 20mm, 95% stenosis in his left proximal internal carotid artery. The lesion was a restenosis of a previous carotid endarterectomy. The reference vessel was 4.0mm in diameter. An angioguard rx with a 5mm basket was deployed distal to the lesion and the lesion was pre-dilated with a 3.5x3.0 voyager balloon with "serial inflations". A 7.0 x 40mm precise rx was deployed at the target lesion and was post-dilated with a 5.0 x30mm aviator balloon at 10atm. There was no thrombus noted post-stent deployment. The angioguard device was retrieved, and debris was observed in the angioguard basket. Residual stenosis was 10%. The pt left the angiography suite without neurological deficit and was discharged the following day. Discharge medications included aspirin and clopidogrel.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.